Event description:
Physician was performing a diagnostic procedure on a pt with highly diseased and calcified vessel. The physician struggled to advance the device and was slowly advancing back and forth to "massage" it into the artery. The physician pulled back on the device in an effort to reposition it and noted that the sheath separated from the device. The sheath was above skin level and the physician was able to take it out of the pt by manually pulling it out. The procedure was completed using standard methods and there was no pt injury.

Manufacturer narrative:
The device was returned for inspection. A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation, arstasis has identified a design improvement, new specification and new test method that are intended to reduce the incidence of sheath detachment. The design change was reviewed by the peripheral vascular devices branch in the office of device evaluation as a special 510(k) submission and has been cleared (k102728) on (B)(6) 2010.